Event description:
It was reported that there were exposed wires on the back of the workstation. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty power cord. System operates as intended.